Event description:
It was reported that the battery gauge was intermittently fluctuating which resulted in the pump shutting down. The customer experienced elevated blood glucose (bg) displayed as "high" on the continuous glucose monitor (cgm). Reportedly, the customer administered a manual injection to address elevated bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.